Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The catheter disconnect alarm as captured in log file.

Event description:
It was reported that during patient use the balloon was not inflating properly on the cs300 intra-aortic balloon pump (iabp). The pump was swapped. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "iabp quit inflating"; the fse found in the logs that the iabp was reported disconnected from the catheter but was unable to reproduce the reported issue. He performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the balloon was not inflating properly on the cs300 intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.